Event description:
Customer reported that she was hospitalized with high blood glucose levels. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Advised customer to use insulin that is at least room-temperature in the hump.